Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with osteomyelitis underwent lumbar fusion. Intra-op, the torque limiting mechanism failed to operate properly causing the screw to strip. There were no fragments remaining inside the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis :visual review did not identify deformation crack or fracture. Functional evaluation with a sample crosslink found the instrument able to tighten the set screw without stripping. After visual and functional evaluation, the instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.